Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The force sensor pusher was replaced.

Event description:
During evaluation of a returned spectrum infusion pump, 348 occurrences of "downstream occlusion" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional info is available.